Event description:
Caller reported aviva system blood glucose results of 208 mg/dl and 99 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 356 mg/dl and 156 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.